Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using a remote electronic connection method on (B)(6) 2016. The test wells with unexpected positive outcomes were visually positive. The test well with an unexpected negative outcome was visually negative. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 27jul2016 and changed the reagent probe because of the presence of chips on the probe tip. The immucor laboratory tested retention product on 29jul2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected abo blood grouping mistype when testing a blood sample on a galileo, when tested on (B)(6) 2016.